Event description:
It was reported that the left ventricular (lv) lead encountered a failure to capture. A lead dislodgement and a conductor fracture was noted and the lead was abandoned. The patient was a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2013; 6935m55, implantable tachy lead, (B)(6) 2013; d314trm, bi-ventricular (bi-v) defibrillator (B)(6) 2013. (B)(4).